Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of "the probe is severely deformed was confirmed. However, the reported failure of "the image is perceived as grainy" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the confirmed malfunction: the outer tube is deformed and therefore the parts are not dis-/reassemable the charged coupled device has a kink and therefore the parts are not dis-/reassemable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope image was perceived as grainy and the probe was severely deformed. There were no reports of patient harm.